Event description:
It was reported that there was smoke coming out of the occluder bar area of the home choice (hc) during use. The home patient (hp) was not connected at the time of the event. The nurse stated there was soot around the area. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received. The reported problem was confirmed during visual inspection. During functional testing it was noted that the occluder did not engage properly. Inspection revealed the occluder was slightly bent with a dark substance oozing from the occluder; also the occluder had a burning odor. The assignable cause of the reported problem was determined to be a bent occluder, which generated excessive heat while opening and closing. The occluder will be scrapped and the device will be sent to service. Should additional relevant information become available, a supplemental report will be submitted.